Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an all inside anterior cruciate ligament reconstruction surgery the tip of the device broke of whilst reaming the femoral tunnel. The tip could not be retrieved. The surgery was finished successfully with a new device with the same part number. The day after on the (B)(6) 2024 a second look arthroscopy was done with fluoroscopy and the tip appeared to be inside the pcl. It was not possible to retrieve the broken off tip during the second surgery. ***update avoe 07-feb-2024 it was further reported that for now the patient will be followed up in 2 weeks with a new series of x-rays to see if the fragment will move. It is uncertain if there are any other consequences. The surgeon concurred with 3 other surgeons and said that if the tip is indeed embedded in the pcl that it will most likely cause no harm or pain.

Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, g3, and h10. Complaint allegation is confirmed. Visual inspection indicated that the distal cutter tip of the returned flipcutter¿ ii, short 8.5 mm, had broken off. No broken pieces were returned. The distal end of the shaft showed that the slots had twisted. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality encountered, were not recorded. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; and prying/leveraging the device during insertion.